Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear present in the balloon material starting at the distal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. The 4 blades were present on the balloon surface however damage to one blade and pad was noted. A 1.5 mm segment of blade present on the pad - part of the distal area of the pad missing coinciding with the location of the balloon tear. A visual and tactile examination identified multiple hypotube and shaft polymer extrusion kinks. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient was good post procedure.